Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure of this right ventricular (rv) lead, loss of capture was observed. Diagnostic imaging was performed which confirmed a rv lead perforation had occurred. There was no evidence of pleural effusion. The physician elected to surgically explant the rv lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences. The lead was discarded and will not be returned for evaluation.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that shortly following the implant procedure of this right ventricular (rv) lead, loss of capture was observed. Diagnostic imaging was performed which confirmed a rv lead perforation had occurred. There was no evidence of pleural effusion. The physician elected to surgically explant the rv lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences. The lead was discarded and will not be returned for evaluation.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that shortly following the implant procedure of this right ventricular (rv) lead, loss of capture was observed. It was stated that additionally, high impedance measurements were noted. Diagnostic imaging was performed which confirmed a rv lead perforation had occurred. There was no evidence of pleural effusion. The physician elected to surgically explant the rv lead and implant a new lead to resolve the event. The patient was stable with no adverse effects. The lead was discarded and will not be returned for evaluation.